Event description:
Procedure type: laparoscopic roux-en-y according to the reporter: the stapler became stuck once fired. The orvil anvil did not fully tilt. The procedure was converted from the laparoscopic to an open procedure. The anastomosis had to be re-done. Surgeon used another device. On inspection, the incorrect orvil device size 25 was used with size 21 eea. The company rep discussed this with the hospital personnel who are aware of the human error.

Manufacturer narrative:
(B)(4).